Event description:
The customer reported that the ventilator alarmed due to no ac power. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer to evaluate the power supply for power output. The biomedical engineer reported the power supply was replaced and the reported problem was resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturer service.